Event description:
It was further reported that the device was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2008. Product event summary: the actual device was not received for evaluation. Performance data was collected from the device and analyzed. The device was pre/approaching elective replacement indicator (eri). The weekly battery voltage trend data shows a minimum battery voltage of 2.95 to 2.64 volts between (B)(6) 2012 and (B)(6) 2013 which is before device recommended replacement time (rrt) of less than or equal to 2.62 volts.

Event description:
It was reported that the longevity performance of the device was less than expected for the programmed settings and therapy usage. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.